Event description:
During an unknown procedure, it was reported that there was no possibility to pace from the patient unit interface (piu), both from the main and emergency input on the carto® 3 system. Each catheter was connected to the ep recording system pin box, bypassing carto. The physician performed some troubleshooting: changed the map cable and checked all the connections. In addition, two (2) ablation catheters were changed as there was some noise getting into the mapping signal, both on carto and ep recording system. The procedure was completed using the same equipment without any patient consequences. Due to the information available at present, this complaint became reportable.

Manufacturer narrative:
The investigation is still in progress (B)(4).